Event description:
Breast implant illness. Experience thyroid issues, lips turn blue when cold, joint pain, fatigue, tinnitus, weight gain, dizzy, nausea, anxiety, worsening depression, brain fog, breast pain on left, shoulder pain, neck pain, dry eyes, headaches, developed food allergies, gi problems. FDA safety report ID# (B)(4).